Manufacturer narrative:
Article citation: olivari, sara et al. "Xen implant fracture during needling procedure." Journal of glaucoma, december 2019 (pages 1086 - 1089). Further information from the reporter regarding the event, product, and patient details has been requested. No additional information is available at this time. The reported events of high intraocular pressure, fibrosis and uveitis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
The article olivari, sara et al. "Xen implant fracture during needling procedure" noted that three months after a patient had a xen 45 gel stent implanted in the right eye, there was a recurrence of anterior uveitis associated with iop elevation of up to 30mmhg caused by episcleral fibrosis was observed. Intraocular inflammation was reduced by topical dexamethasone qid for 2 weeks and then tid for 1 week, bid for 2 weeks, while, to reduce iop, a bleb needling was performed. During the procedure, due to sudden movements of the patient who did not keep the eye steady, an accidental rupture of the implant was observed. At the last follow-up visit, 18 months from xen fracture, the patient had recovered.